Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3301542m (serial: (B)(6); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the stimulator's battery depletion was extremely fast, and an error saying, "sending stimulation that is not suited to the treatment" appeared. It was charged on saturday every week, however, the remaining battery level fell to 0 in three days, causing the patient's hands to tremble. One of the implanted leads was damaged during the examination, so the damaged lead was to be monitored without being powered. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID b3301542m, lot# serial# (B)(6), implanted: (B)(6) 2022, product type lead, product ID b3400060m, lot# serial# (B)(6), product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. A high impedance was observed after the extension was replaced on (B)(6) 2025. In impedance measurement results, high positioning on the c surface of electrode number 1 was confirmed. The cause of rapid battery depletion was likely due to the high resistance. The physician excluded the high-impedance areas through programming and the issue resolved.